Manufacturer narrative:
Upon receipt at our post quality assurance laboratory visual inspection noted that the lead was returned severed. The rate/sense negative conductor coils were stretched in the tip segment. Setscrew marks were noted on all terminals. In addition the distal and proximal end and spring electrodes were separated from the lead body insulation-medical adhesive. Detailed analysis also showed that the gore on the rate/sense negative conductor coil appeared abraded and/or torn. Microscopic analysis indicated that the insulation damage was initiated by a localized compressive stress on the tubing surface. Analysis concluded that due to the location and type of damage it is likely the cause was due to the entrapment in the clavicle/first rib region. The clinical observations could not be confirmed by laboratory analysis.

Manufacturer narrative:
Subsequently this lead was explanted and returned for analysis. Upon detailed analysis this investigation will be updated.

Event description:
Boston scientific received information that during a follow up decreased pacing impedances were noted. Analysis of device memory revealed that shock therapy was delivered as well as anti tachycardia pacing due to noise and oversensing. An x-ray revealed a subclavian crush. A replacement of this lead was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
A replacement procedure has been scheduled. Upon additional information this investigation will be updated.